Event description:
It was reported service report that the communication cord was missing. It is unk if there was pt involvement or adverse consequences to reported.

Manufacturer narrative:
Result: missing communication cord. This user facility serves as the health care provider for one of the state prisons. As a result, it has been report, it has been reported that pts intentionally damage various device components with unrestrained appendages. Additionally, pts are regularly restrained in manners that conflict with the device's instructions for use.